Event description:
It was reported that the nurse had filled the drip chamber on the set from a bottle of tienam and the fluid did not flow properly. The patient became alarmed when they had noticed that air and fluid had filled the set and the air was close to reaching the patient's IV site. There was no resultant patient complication.